Manufacturer narrative:
Result: the neuron dc was kinked in the proximal shaft approximately 4.0 and 16.0 cm from the hub and ovalized in the distal shaft approximately 9.5 cm from the distal tip. The neuon dc was repeatedly kinked in the final 9.0 cm of the distal shaft. Conclusion: the complaint has been evaluated. The complaint indicated the neuron dc's distal end was damaged and another company's microcatheter could not be advanced through the neuron dc. Evaluation of the returned product confirmed kinks in the proximal and distal shaft and ovalization in the distal shaft. The root cause of the complaint could not be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During the procedure, the physician advanced the neuron catheter into the patient, however, she was unable to advance a microcather through it. The neuron catheter was pulled from the patient and the procedure continued using a new neuron catheter. There was no report of an adverse effect on the patient.